Manufacturer narrative:
H10: the lot number for the device was not provided, therefore, a lot history review cannot be performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for the reported material separation and fracture issue. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to thex-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code for the x-port isp implantable port, groshong single-lumen, 8f is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7707540j implanted port allegedly experienced material separation and fracture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient was not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a lot history review cannot be performed. The sample was returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time the device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code for the x-port isp implantable port, groshong single-lumen,is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7707540j port & catheter, implanted, subcutaneous, intravascular allegedly experienced material separation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.